Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain via a manufacturer representative (rep). It was reported that the patient¿s coverage and stimulation changed after a fall several months prior to the report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the dates of the falls were unknown and they made an attempt to jumpstart the battery. The patient decided not to have the battery charged anymore and was scheduled for explant. The patient did not want the system anymore.